Event description:
This problem has being going on for many months. Abbott has identified a problem I have complained to them numerous times. I am hypoglycemic. I spoke to my medical provider several times a out this condition. I would wake up (thankfully) several times a month weak and soaked in sweat. She thought it was my diabetes because most of my issues were low glucose levels. I am type ii and my provider had to fight humana to get them to approve the prescription. I found numerous times a month my glucose dropped into the 60s sometimes into 40s before I could get it corrected. No more sweaty beds or waking up weak. Eventually they switched from libre 2 to libre 3and later libre 3 plus. I called abbott numerous times after libre 3 came into existence that the device would often wake me up sometimes showing readings in low glucose sometimes dangerously low. I understood that I needed glucose, without the monitor telling me I usually was unable to understand what was causing sweating and weak feeling. The result is my a1c dropped to a reasonable level. After the switch to libre 3 and 3 plus I began getting faksow reading at night and during the day. Usually, 20 to 30 points lower than my glucometer. When I called for new monitors, I always drew information like there is a five-minute delay. I had tried explained I had a fairly high carb meal and an hour later the monitor showed a dangerous low level. Glucometer reading showed 20 to 30 points higher. Lately I have been turning off the app because being groggy but understand it usually wrong. I was going to cancel the prescription but several weeks ago while awake it showed a level near 40. I drank a lot of orange juice to get it my glucose to normal. I was excited when abbott sent notice, they had issues and check serial numbers online. I was using the last sensor in the last shipment; it's serial number was listed as no problem. In five days, I will open up the last shipment from about two weeks ago. Hoping they work but I have no confidence in abbott. If I am right people are in danger. Sincerely, (B)(6).